Event description:
It was reported that during a lap sigma procedure, clips did not form and "cannonballed" out of instrument. Surgeon was angry because the vessel was heavily bleeding during getting a new instrument. No further information is available. Another device was used to complete the procedures. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.